Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, thrombosis occurred. The patient experienced prolonged chest pain and hyperacute electrocardiographic changes consistent with an acute anteroseptal myocardial infarction. The 90% stenosed, target lesion was in the proximal left anterior descending artery (lad). The lesion was predilated with a 3.5x20mm non-bsc balloon at 8 atmospheres (atms) for 60 seconds (secs) 2 times. A 3.5x24mm taxus express2 drug eluting stent (des) was deployed at 16 atms for 60 secs resulting in negative residual stenosis, no dissection and timi grade 3 flow noted. The patient had been given integrilin, heparin, nitroglycerin and aspirin prior to the procedure. The patient had been given visipaque during the procedure. There were no patient complications reported. Approximately 20 months later, the patient experienced chest pain and thrombosis was discovered inside the previously implanted 3.5x24mm taxus express2 des. A 3.5x15mm non-bsc was inflated to 10 atms for 30 secs. A 4.0x20mm non-bsc was inflated to 18 atms for 30 seconds and 20 atms for 30 secs. A 4.5x20mm maverick balloon was inflated at 12 atms for 20 sec and 10 atms for 20 seconds. The patient was given morphine and versed during the procedure. There were no additional complications reported. Additional information has been requested but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.